Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy and received normal assistance without the need for third-party support. Technical support advised the customer on troubleshooting steps, but the customer declined troubleshooting. Reportedly, the customer continued to use the pump for insulin therapy.